Event description:
The lay user/reporter (patient's wife) contacted lifescan customer service in 2009 alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to his feelings/normal readings. The medical surveillance specialist spoke with reporter on may 7, 2009 to obtain/verify the following information. The patient's wife claimed that the patient's meter started to read inaccurately high "sometime a prior to original date. "The patient reportedly obtained meter readings in the "400's, 244 and 262 mg/dl" which was higher than expected. At the time, the patient expected a reading around 130 mg/dl. The patient reportedly did not have any high blood glucose symptoms when he was obtaining these alleged high meter readings. The reporter indicated that the patient was following a sliding scale for his novolin r and novolin n when he was obtaining these "high" meter readings. On the day prior to original date, the patient reportedly developed "very low" blood glucose symptoms and received IV glucose from the emergency medical services. The patient's blood glucose was "20 mg/dl." The reporter was unable to recall the specific details about what happened prior to the hypoglycemic event. It is unknown if the patient was taken to the emergency room for additional treatment. According to the customer service representative, a control solution test was performed during the customer service call and the result was within range. Based on the provided information at this time, this complaint is being reported because the patient reportedly became hypoglycemic after obtaining alleged inaccurate high meter readings. The patient was treated with IV glucose by the emergency medical services. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.